Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Customer contacted manufacturer in a follow-up call on 06-oct-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer stated that she had spoken with her doctor over the phone regarding the low blood glucose test results obtained with the original products. Customer stated the doctor had decreased the units of insulin. Customer did not advise as to what the decreased amount of insulin was.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 58 mg/dl am fasting. The customer¿s expected am fasting blood glucose test result range is 120-130 mg/dl. Customer stated that when she woke up this morning and tested, she got a result of 58 mg/dl fasting and she was not having any symptoms of low blood sugar. Customer stated that she ate a piece of candy, had taken her blood glucose and it had gone up to 106 mg/dl non-fasting. Customer stated that she went on to have her breakfast (cereal) and she tested again and her blood glucose went up to 174 mg/dl non-fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 02/20/2023 and open vial date was not disclosed. The product is not stored according to specification (kitchen). The customer had another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer non-fasting and produced test result of 263 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history: result 1: 114 mg/dl date: (B)(6) time: 9:23 am fasting, result 2: 251 mg/dl date: (B)(6) time: 7:53 pm fasting, result 3: 149 mg/dl date: (B)(6) time: 10:00 am fasting, result 4: 159 mg/dl date: (B)(6) time: 9:49 am fasting, result 5: 158 mg/dl date: (B)(6) time: 9:48 am fasting.

Manufacturer narrative:
Sections with additional information as of 01-nov-2022: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation - customer had returned the incorrect test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.